Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), sensor glucose vs. Blood glucose. The customer reported blood glucose value of 23 mg/dl. The customer reported hypoglycemia treated with glucagon. The event involved product(s) mmt-332a, unomedical, mmt-1880l, mmt-7020a. Troubleshooting was performed. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported low blood glucose . Customer has been using the insulin pump system within 48hrs of reported low blood glucose event. Customer does not believe the pump is over delivering. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. Explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. Mmt-1880l was requested and customer response was the device will be returned. Product return requested for mmt-7020a. Customer declined to return, or is unable to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose and having a blood glucose of 29mg/dl when sensor glucose was 89mg/dl. The low was treated with glucagon shot. Customer also noted cracks on the bottom of the pump that might have taken place from a fall around august 22, 2024. Per customer, there was no damage to the retainer ring. Per sap for sensor, the sensor glucose versus blood glucose issue with the low happened on october 22, 2024. Troubleshooting was done for the low, sensor issue, and pump damage. Pump was used within 48 hours of the low. Per carelink, pump was in manual mode leading up to the low. Customer will discontinue the pump. Pump is returning for analysis. Sensor is not returning for analysis.